Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2218-50. Serial: (B)(6). Batch: 7071059. Product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: 369447.

Event description:
It was reported that the patient has not received adequate pain relief despite multiple reprogramming. Lead migration was confirmed with fluoroscopy. The patient underwent a revision procedure wherein the ipg and leads were replaced, and patient was doing well postoperatively. The explanted device components were discarded by the facility.